Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had keypad anomaly. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the buttons were sticking and rewind took longer. The insulin pump will not be returned for analysis.